Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. According to the csr's documentation at an unspecified date/time prior to the alleged issue the patient reportedly was incoherent. The patient, however, denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was using the correct test strip and was not using the subject meter for the first time, and the csr noted that patient was not using the correct testing procedure. However, the alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.